Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with "over 300" units of insulin during the load sequence. Reportedly, the customer was over filling the cartridge. There was no adverse impact to the customer's blood glucose level. A new cartridge was loaded to resolve the issue.